Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no medication removal in patient. A technical support specialist ran all device events report for user. Found 3 returns to bin for propofol on two devices, but none for lidocaine. Both medications were in mini drawers were configured to return to stock. Propofol was returned to the external bin as system doesn¿t support return to stock in mini drawers. Lidocaine should have been returnable. The tss was unable to determine which medication was affected by this issue and the user has reported no reoccurrences of this issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, when the medication was removed the removal did not show as being removed under the patient's profile. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.